Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, ruptured external cervical right aneurysm with a max diameter of 5mm and a 3mm neck diameter. It was noted that the patient's blood flow and vessel tortuosity were normal. It was reported that the axium coil was used and could not be detached. It could not be detached even by force and when an attempt was made to collect the product, the coil was detached at the catheter hub. Prime coil was used in the 11th device, and it could be detached without any problems, so it is believed to be a problem with the coil.  Poor dislodgement was noted. The physician attempted to detach the coil using the instant detacher two times and did not attempt withdrawal with another instant detacher. One manual dislodgement attempt was made through hypotube. The presence of any defects with the instant detacher is unknown. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro guidewire, sl10 microcatheter, fubuki6f guiding catheter

Event description:
Additional information received reported there was no kink/damage to the coil pushwire. Prior to coil non-detachment there were no particular issues encountered. The cause of the detachment issues was not determined.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.